Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2083721. Medical device expiration date: 2025-03-31. Device manufacture date: 2022-04-12. Medical device lot #: 1274196. Medical device expiration date: 2024-09-30. Device manufacture date: 2021-10-26. Medical device lot #: 1357412. Medical device expiration date: 2024-12-31. Device manufacture date: 2022-01-13. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd venflon¿ pro safety peripheral safety IV catheters were unable to connect to the mating component. The following information was provided by the initial reporter: sarstedt adapter does not remain in the hub of the catheter as usual, "jumps out" again and again, blood runs alongside between adapter and hub.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 29-jul-2022. Investigation summary five representative samples were received by our quality team for evaluation. Three samples were received from batch 2083721, one sample was received from batch 1357412, and one sample was received from batch 1274196. The samples were subjected to visual inspection and luer cone measurement. All inspections passed, and no abnormalities were observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The probable root cause for the sarstedt adapter to slip out could be due to the user not fitting the adapter with the cannula hub properly and cause the connection to be loose.

Event description:
It was reported that an unspecified number of bd venflon¿ pro safety peripheral safety IV catheters were unable to connect to the mating component. The following information was provided by the initial reporter: sarstedt adapter does not remain in the hub of the catheter as usual, "jumps out" again and again, blood runs alongside between adapter and hub.